Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, red particles on shell, curved opening and broken shell with striated edge on anterior side, linear sharp opening in the same location of crease on posterior side, around 0-25% of the shell is missing, stress marks wear abrasion (on inner surface) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a curved striated opening and broken shell assessed as surgical damage; a sharp crease opening assessed as fold flaw opening; missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported "capsular fibrosis / implant ruptured". The device was implanted beyond the expiration date. Device has been explanted. This record is for the right side.